Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump act button was harder to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had reject new battery, crack on screen that did not affect ability to read the screen, back light was dim, rewind was slower. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected rewind anomalies noted. No unexpected back light anomalies noted. Device received with cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.